Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 110 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to contour meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 63 mg/dl using trueresult meter and 94 mg/dl using contour meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 112 mg/dl and 116 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 110 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to contour meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 63 mg/dl using trueresult meter and 94 mg/dl using contour meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 112 mg/dl and 116 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.